Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call cannula was missing. Customer¿s blood glucose was 115 mg/dl at the time of incident. Customer state that tape came with it itches and burns. Customer is not reporting that the sensor cannula or introducer needle fractured while in the body. Sensor will be returned for analysis.